Manufacturer narrative:
Pr# (B)(4). Device eval pending. Date of manufacture: device serial number/date of manufacture is unk at this time.

Event description:
It has been reported that during deployment, the device repeated notified operator that ECG analysis was interrupted. No adverse event was reported. This incident is being reported as at this time it is unk whether or not the device malfunctioned.